Manufacturer narrative:
H3: device evaluation: the lens was returned dry in a microcentrifuge vial. Visual inspection found the lens optic deformed and the haptic bent, deformed and stretched out. Dimensional and refractive verification was performed and the lens was found to be in specification. Claim # (B)(4).

Manufacturer narrative:
Weight: unk, ethnicity: unk, race: unk, date rec¿d by MFR: this product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -08.50/+3.5/070 (sphere/cylinder/axis), in the patients left eye (os), on (B)(6) 2020. The lens was explanted on (B)(6) 2020 due to patient experienced a refractive surprise. The lens was exchanged for another same model/length but different diopter lens and the problem was resolved. The cause of the event was unknown.